Event description:
End tital c02 failed to register on zoll m series. Back up c02 detection/et placement devices used instead. No adverse outcome to pt. Hosp's biomed engineering dept has contacted zoll medical regarding this problem. Zoll medical has suggested software upgrade. Software upgrade will be installed.